Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced button error and failed battery test. The customer's blood glucose value was 70 mg/dl. The customer stated that when they pressed act, the pump began to scroll down and got stuck on bolus. The customer received failed battery test with new battery inserts. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No ramping numbers anomaly noted. No failed battery alarm noted. However, the insulin pump passed displacement test, operating currents, self-test, off no power, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.